Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e3 and g2. The information in e3 and g2 was inadvertently omitted from the initital medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the loss of image occurred due to a faulty printed circuit board (qb board). The root cause of the faulty printed circuit board was unable to be identifed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Upon inspection and testing of the returned device, the customer's complaint was confirmed. And was likely, due to the malfunction of the circuit board. The investigation is ongoing.therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported, there was no image on the screen when the high definition lcd monitor was powered on. The issue was found during device inspection. There was no report of patient harm or user injury associated with this event.